Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that they were unable to recharge their implantable neurostimulator (ins). The patient was down to a quarter charge on her ins and went to charge but got the reposition antenna screen on their insr and the device will not charge. The patient attempted to reposition the antenna but this did not resolve the issue. They were able to communicate with another external device. The patient was sent a replacement antenna and was instructed to call back if this did not resolve the issue. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.